Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with blood glucose decreasing from approximately 200 mg/dl to 40 mg/dl over about two hours and remaining below range for about 20 minutes; the patient self-treated with juice and granola without backup therapy or professional medical intervention. Symptoms included hypoglycemia. Outcomes included no hospitalization and no long-term impairment. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.